Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803.

Event description:
In this event it is reported that the created guide did not match the condition of the oral cavity, and it could not be used during surgery. Additional information, although the patient was sedated during the procedure, the dentist noticed that the patient had very little bone before using the guide, so the customer did not use the guide. It was discovered on the day of surgery that there was not bone, the flap must have been opened; the customer was probably trying to create bone using some kind of filler material.